Event description:
It was reported to boston scientific corporation on april 4, 2010 that an extractor rx retrieval balloon device was used during an endoscopic retrograde cholangiopancreatography procedure (ercp) on (B) (6) 2010. According to the complainant, during the ercp procedure, the extractor balloon was inserted down the olympus tjf 160 endoscope without a guidewire and was used to remove several stones from within the common bile duct. An rx biliary stent was then inserted down the endoscope, however resistance was felt when passing the biliary stent through the working channel of the scope. The biliary stent was advanced from the end of the scope and placed successfully inside the patient. At this time, it was noticed that the stylet from the extractor balloon had become expelled from the balloon catheter within the scope and caused the resistance when advancing the stent (the stylet should have been removed prior to insertion of the device into the endoscope). The passage of the biliary stent pushed the stylet from the scope into the patient. The stylet from the extractor was removed from the patient with a snare. There were no patient complications as a result of this event. The patient was reported to be fine at the conclusion of the procedure.

Event description:
It was reported to boston scientific corporation on april 4, 2010 that an extractor rx retrieval balloon device was used during an endoscopic retrograde cholangiopancreatography procedure (ercp) on (B)(6) 2010. According to the complainant, during the ercp procedure, the extractor balloon was inserted down the olympus tjf 160 endoscope without a guidewire and was used to remove several stones from within the common bile duct. An rx biliary stent was then inserted down the endoscope, however resistance was felt when passing the biliary stent through the working channel of the scope. The biliary stent was advanced from the end of the scope and placed successfully inside the patient. At this time, it was noticed that the stylet from the extractor balloon had become expelled from the balloon catheter within the scope and caused the resistance when advancing the stent (the stylet should have been removed prior to insertion of the device into the endoscope). The passage of the biliary stent pushed the stylet from the scope into the patient. The stylet from the extractor was removed from the patient with a snare. There were no patient complications as a result of this event. The patient was reported to be fine at the conclusion of the procedure.

Manufacturer narrative:
(B) (4) - no code available (device component removed). (B) (4) no code available (device fragments in patient). Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found the device to be within specification. It was noted that the ramp mandrel was present in the ramp. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot. A labeling review was performed; the directions for use (dfu) for an extractor rx retrieval balloon recommends, "remove the guidewire ramp mandrel. It is identified with a small flag." The ramp mandrel was not removed prior to the procedure and as a result complications were encountered. The root cause for this complaint is use/user error as the physician did not follow the dfu on device preparation.